Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced hemoptysis hours after their heart failure sensor implant. The patient was sent back to the cath lab for an angiogram. During the procedure, the patient coded and was placed on ECMO and admitted to the cardiovascular intensive care unit. Reportedly, the event is not believed to be related to the device. Issue has been resolved and patient is able to successfully take readings.